Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Info related to the recalled composix kugel mesh implanted in 2006 will be reported in accordance with rae.

Event description:
Attorney reported: in 2006--the pt had a hernia repair surgery performed with placement of two composix kugel hemia patchs (catalog numbers 0010202 & 0010201). Since the initial hernia repair surgery, the pt has undergone numerous additional surgeries and hospitalizations due to complications associated with the defective mesh. As a direct and legal result of the defective condition of the hernia mesh patches implanted into the pt's body, the pt has suffered and continues to suffer from serious injuries, including, but not limited to, pain and suffering, physical injuries, disability, significant disfigurement, embarrassment, mental anguish, loss of capacity for the enjoyment of life, expenses of hospitalization, medical and nursing care treatment, loss of earnings, loss of the ability to earn money in the future, and a shortened life span.